Event description:
A male patient had previously had aaa repair. The disease had progressed down the left iliac compromising the seal and causing type 1b endoleak. The patient will undergo repair at a later date. Several attempts for additional information have been unsuccessful.

Manufacturer narrative:
Expiration: unknown as lot is unknown. Unknown as not provided by reporter. Additional surgical repairs are not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.